Event description:
The event is reported as: complaint alleges that the copper stylet breaks. Alleged defect occurred prior to patient use. No patient injury reported.

Manufacturer narrative:
The device history report (DHR) has been reviewed and no issues or discrepancies were found that could potentially relate to this complaint. The DHR show that the product was assembled and inspected according to our specifications. The incoming records for raw material with a similar lot number were reviewed and no issues were found according to the inspection criteria established. No corrective action can be established at this time since the defective sample was not received for evaluation in order to determine the root cause.